Event description:
The user received questionable results for three patient samples for glucose hk generation 3 (glucose), creatinine jaffe generation 2 (creatinine) and total bilirubin special (total bilirubin). The user repeated the suspicious samples on the cobas 6000 and the results were different. Of the data provided, results for two of the patient samples were discrepant. Patient sample 1 initial creatinine result was 3.3 mg/dl with a data flag and the repeat result was 0.9 mg/dl. The initial total bilirubin result was 1.4 mg/dl and the repeat result was 0.4 mg/dl. Patient sample 2 was from a (B)(6) male. The initial creatinine result was 3.3 mg/dl with a data flag and the repeat results were 1.3 mg/dl and 1.4 mg/dl with a data flag. The erroneous results were not reported outside the laboratory and the patients were not adversely affected. The creatinine reagent lot number was 63093101 and the total bilirubin reagent lot number was 63206501. The field service representative determined there was a bad reagent rinse water valve. He replaced the absorbance optics, cleaner valves, motors and the sample transfer arm rope. He cleaned excess lubricant from the system, adjusted the belt and rope tensions, performed air/water calibration, workstation accuracy and removed faulty sample racks from circulation. To verify the analyzer operation, he ran performance tests which passed.